Event description:
A doctor of optometry reports 4 pts with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the second pt, the other pts are being submitted under the following MFR numbers: 1061857-2007-00116, 1061857-2007-00118, 1061857-2007-00119. This pt received a custom prk treatment in the right eye only. At the 1-month post-op exam, this pt exhibited a two line decrease in bcva. The last post-op exam notes the pt is experiencing a slight shadow and mild blurry vision. Add'l info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination has not been completed.